Manufacturer narrative:
Pt info was requested, but physician did not provide it to arthrocare. The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided with the results of the investigation.

Event description:
A clinical incident involving a 2.3mm 25 degree short bevel arthrowand was reported to arthrocare. Reportedly the arthrowand failed to ablate the pt's tissue, resulting in an hour delay in surgery. There was no reported injury to the pt. No other info was provided for this report.